Event description:
It was reported that the case of the customer's insulin pump was damaged as was the drive support cap. His or her blood glucose was unknown at the time of reporting. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, cracked reservoir tube, minor scratches on display window and cracked case near display window corner noted during visual inspection. Drive support disk was inspected with no anomaly noted.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.